Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested the e-200 for firing using a monopolar curved scissors and other instruments. The fse was unable to get complete audible tone of sealing along with notification stating that it did not occur. The fse replaced the e-200 and after applying adequate moisture was able to get multiple sealing tones from both console 1 and 2. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-200 was analyzed and the complaint was confirmed, but not replicated. In the field system logs, errors 25954 and 25914 was identified, aligning with the reported issue and confirming that the fault occurred in the field. Error 25954 (error_esu_pgc_invalid_request) had a p node of 4107. Upon visual inspection, no external damage was observed related to the reported event. The e-200 passed all required tests. As a result of these findings, failure analysis was able to conclude that no root cause could be attributed to the reported issue. The complaint was confirmed based on field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an intuitive representative contacted the technical support engineer (tse) mid-procedure to report they were using a curved vessel sealer instrument on universal surgical manipulator (usm) 3 and when they applied energy to seal it never stopped, but just continued to burn. Prior to calling, they tried the instrument in the spare bipolar port and replaced the instrument twice with no change. The surgeon was using console 1. The tse recommended trying console 2 if possible and connecting a backup generator if the issue persisted. The caller stated they would try console 2 when possible and they were proceeding as planned. The procedure was completed as planned with no reported injury. The field service engineer (fse) followed up with the initial reporter and obtained the following additional information: the surgeon was attempting to seal with the curved vessel sealer, but it just continued to burn and would never seal. They had tried 3 curved vessel sealers. The reporter said if it happened again they were switching to the backup generator.